Event description:
It was reported that the right ventricular (rv) lead exhibited increased threshold since implant at a routine device check. A chest x-ray was performed and was noted to be normal. The following day, the patient was hospitalized for lightheadedness. The rv threshold was noted to have decreased to 2.50v. A device interrogation was performed and there were two episodes of non-sustained ventricular tachycardia observed. The rv lead remains in use. The patient is a participant in the attain (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtbx1qq cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID: 5076 implantable pacing lead, implanted: (B)(6) 2013; product ID: 4398 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).